Event description:
Medical affairs has been unbale to get in contact with the patient and sent a letter to obtain more clinical information. The patient called alleging segments were missing on the meter. There is no information on how long segments had been missing on the meter. The patient was incoherent; therefore, was treated with food and /or drank a beverage. The lifescan meter gave a reading; however, the patient was unable to interpret the reading due to missing segments; therefore, contacted the paramedics. The paramedics tested the patient on their device and received a 35 mg/dl. The patient was treated with glucose via IV. There is no information on whether the patient tested while experiencing symptoms. This case is being reported as a malfunction, since segments were missing on the meter. The patient suffered a serious injury; however, there is no evidence at this time that the meter contributed to the injury.